Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had a car accident and broke the machine inside of her and that was why the implantable neurostimulator (ins) was replaced in (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.